Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the tube end was not fully inserted into the connector of the patient line. The reported condition was verified. The cause of the condition was an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector on the homechoice cassette was loose. The patient was able to pull on it and it came off without difficulty. This was identified while priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.